Event description:
It was reported that when the device was interrogated an alert message displayed, possible damage in the output circuit. The device did not deliver any hv therapy. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.